Event description:
It was reported that this pacemaker exhibited oversensing of electromagnetic interference (emi) on both the right atrial (ra) lead and right ventricular (rv) lead that resulted in pacing inhibition. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.